Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-08200. It was reported the pt's scs stimulation was allegedly not helping his pain, and the pt would like to have his system removed. Additional info received identified the pt's entire scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.